Event description:
It was reported that a one-link extension set did not flow. They reported that the line was used without any problems for 12 hours and then when used again, it "clogged" off. The reporter also stated that they tried using the line with and without the one-link connector. There was patient involvement; however, there was no patient injury, medical intervention, or adverse event associated with the report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be confirmed and the root cause could not be identified. A batch review cannot be performed since there was no lot number provided. Should additional relevant information become available, a supplemental report will be submitted.